Event description:
Reporter indicated a vns pt had a dcdc=0 on systems diagnostics currently and in 2008; the dcdc code was 2 in 2006. The pt is currently experiencing increased nocturnal seizures. The pt is nonverbal and cannot state if stimulation is felt. A short circuit condition of the lead may be occurring. The reporter was advised to have x-rays done to assess the integrity of the vns device. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected.